Event description:
The customer reported the AED is displaying a service code warning and the asi is flashing red. Review of the log files from the AED showed the AED battery became completely depleted on (B)(6) 2024 and the unit stat without any evidence of human interaction to address the AED's condition until (B)(6) 2024 when a replacement battery was inserted. The customer did not report this event occurred during patient use.

Manufacturer narrative:
The distributor stated their customer reported a new AED battery pack is non-functional. The battery pack expiration date is april 2029 and the maintenance schedule is not reported. The distributor used one of their batteries to download the log history file. Review of the log history file revealed the unit was put into service (B)(6) 2022 and on (B)(6) 2023 the battery pack was fully depleted. In (B)(6) 2024 a new battery pack was installed, but on (B)(6) 2024 the battery pack became fully depleted. A new battery was installed at the beginning of july by the distributor, and the log history file was downloaded. Advised the distributor to remove the depleted battery packs from service and returned to the manufacturer for analysis. The AED should also be removed from service, due to the premature depletion of battery packs and sent to the manufacturer for analysis. No additional information is available at this time to further investigate the event. The IFU states: maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Should additional information become available a follow-up MDR shall be submitted.